Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and an evaluation was completed. A visual inspection of the device was performed with no issues noted. There was no particulate matter observed on the returned sample. Upon conclusion of the investigation, no defects were identified on the returned device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the sponge of a minicap. The reporter described the particulate matter as ¿shiny stuff.¿ this was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.